Manufacturer narrative:
This report is submitted on november 29, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, november 29, 2016.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.